Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient never had effective therapy since implant despite reprogramming. The physician has attempted to perform pain injections, but the leads are obstructing access to the desired location. Surgical intervention may be pending to address the issue. Related manufacturer reference number: 1627487-2019-10108, related manufacturer reference number: 1627487-2019-10106.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019 wherein the patient's system was explanted.